Manufacturer narrative:
Product event summary: analysis of the device memory indicated the impedance on the left ventricular (lv) lead was beyond the expected upper range and a lead impedance out of range alert. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2013. Maximum lv pace impedance rises from an approximate baseline of 800 ohm to greater than 1000 ohm the week ending (B)(6) 2013, then to greater than 4000 ohm the week ending (B)(6) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead triggered an alert tone due to high impedance with no pacing. The lead remains in use, although a lead revision has been planned. No patient complications have been reported as a result of this event.